Event description:
On (B)(6) 2010 the pt reported that this morning while she was changing the insulin cartridge of her infusion device, the piston rod top plate came out of her device. She said the top plate was still attached to the plunger on the piston rod. Her device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.